Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforating her fallopian tubes"), device breakage ("device breakage"), abdominal pain lower ("lower left quadrant pain") and genital haemorrhage ("heavy bleeding") in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity. Concurrent conditions included ovarian cyst and endometriosis ablation (right peritubular cystectomy). Concomitant products included oxycodone for migraine and headache. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2007, the patient experienced dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and weight increased ("weight gain / weight loss (specify which one) weight gain"). In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced pelvic discomfort ("discomfort"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain in her side"), vulvovaginal pain ("vaginal pain") and proctalgia ("anal pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, abdominal pain lower, genital haemorrhage, pain, pelvic discomfort, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, vulvovaginal pain and proctalgia outcome was unknown and the dyspareunia, alopecia, nausea and weight increased had resolved. The reporter considered abdominal pain lower, alopecia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pelvic discomfort, proctalgia, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2011- salpingectomy (one side removal of fallopian tube left side only). On (B)(6) 2015- salpingectomy (one side removal of fallopian tube right side only) surgery were performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Essure confirmation test(s) conducted- yes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain lower." Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), device breakage, dysmenorrhea (cramping), hair loss, migraines, headaches, nausea, pain, vaginal pain, abdominal pain, anal pain, fallopian tube perforation. Event dyspareunia (painful sexual intercourse) clubbed to previous event. Reporter information, concomitant disease, concomitant drug were added. Essure removal date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforating her fallopian tubes'), device breakage ('device breakage'), uterine perforation ('migration of essure device location of device: cornua of uterus, perforation (uterus)') and abdominal pain lower ('lower left quadrant pain') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concurrent conditions included ovarian cyst, endometriosis ablation (right peritubular cystectomy) and ovarian cyst. Concomitant products included oxycodone for migraine and headache. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2007, the patient experienced dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain / weight loss (specify which one) weight gain"). In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced pelvic discomfort ("discomfort"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain ("pain in her side"), vulvovaginal pain ("vaginal pain") and proctalgia ("anal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy, right and left fractured and migrated coils both removed, salpingectomy (one side removal of fallopian tube) and ft salpingo-oophorectomy to remove the essure coil in the left fallopian tube on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, abdominal pain lower, genital haemorrhage, pain, pelvic discomfort, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, vulvovaginal pain and proctalgia outcome was unknown and the dyspareunia, alopecia, nausea and weight increased had resolved. The reporter considered abdominal pain lower, alopecia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pelvic discomfort, proctalgia, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: on-(B)(6) 2011- salpingectomy (one side removal of fallopian tube left side only) on-(B)(6) 2015- salpingectomy (one side removal of fallopian tube right side only) surgery were performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Imaging procedure - on an unknown date: unknown. Essure confirmation test(s) conducted- yes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain lower." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforating her fallopian tubes'), device breakage ('device breakage'), uterine perforation ('migration of essure device location of device: cornua of uterus, perforation (uterus)') and abdominal pain lower ('lower left quadrant pain') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concurrent conditions included ovarian cyst, endometriosis ablation (right peritubular cystectomy) and ovarian cyst. Concomitant products included oxycodone for migraine and headache. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2007, the patient experienced dyspareunia ("pain with intercourse / dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain / weight loss (specify which one) weight gain"). In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced pelvic discomfort ("discomfort"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain ("pain in her side"), vulvovaginal pain ("vaginal pain") and proctalgia ("anal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy, right and left fractured and migrated coils both removed, salpingectomy (one side removal of fallopian tube) and ft salpingo-oophorectomy to remove the essure coil in the left fallopian tube on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, uterine perforation, abdominal pain lower, genital haemorrhage, pain, pelvic discomfort, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, vulvovaginal pain and proctalgia outcome was unknown and the dyspareunia, alopecia, nausea and weight increased had resolved. The reporter considered abdominal pain lower, alopecia, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain, pelvic discomfort, proctalgia, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2011- salpingectomy (one side removal of fallopian tube left side only) on- (B)(6) 2015- salpingectomy (one side removal of fallopian tube right side only) surgery were performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Imaging procedure - on an unknown date: unknown. Essure confirmation test(s) conducted- yes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain lower." Most recent follow-up information incorporated above includes: on 7-may-2020: pfs received event "migration of essure device location of device: cornua of uterus/perforation (uterus)" was added. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower left quadrant pain"), genital haemorrhage ("heavy bleeding") and pelvic pain ("severe pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pain ("pain in her side"), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("pain with intercourse"). The patient was treated with surgery (ft salpingo-oophorectomy to remove the essure coil in the left fallopian tube on (B)(6) 2011). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort"). The patient was treated with surgery (right salpingo-oophorectomy to remove the essure coil in the right fallopian tube). Essure (ess205) was removed in 2012. At the time of the report, the abdominal pain lower, pain, genital haemorrhage, dyspareunia, pelvic pain and pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, pain, pelvic discomfort and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.